Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an iab loop leak during use. There was patient involvement but no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) inspected the unit and replaced the pneumatic module assy. The unit passed all functional and safety tests in accordance with the manufacturer's specifications. The failure analysis and testing department received part pneumatic module assy, with a reported unit failure of pim leaking. The fat dept. Conducted a visual inspection of the part received and found that the part is in good condition. The fat department installed part pneumatic module assy in the cardiosave test fixture and tested to factory specifications per procedure revision g and the cardiosave service manual. The fat department performed all manifold tests and did not detect any leakage. The pim also passed functional test and met the required acceptance criteria. Retaining the pneumatic module assy in the fat dept.per procedure.

Event description:
N/a.